Manufacturer narrative:
Event date was not reported and approximated to (B)(6) 2018.

Event description:
It was reported that within a week of having an angiojet thrombectomy treatment procedure done, the patient experienced acute renal injury. The case was successful. No further information has been supplied at this time.